Event description:
It was reported that a few hours after implant of the graft, it was noted that the sutures had come out of the cuff. The graft was revised by cutting off the cuff and placing an additional segment of graft. The doctor stated that he thought he cut the cuff too short.